Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Without the requested information no investigation is possible. Complaint will be closed. If the requested information should become available, medcomp will reopen the complaint and investigate the event further. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Additional information and the device have been requested. Nothing has been received to date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leakage from a "slice" in the lumen.